Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care (adc) has been submitted.

Event description:
A high reading issue was reported with the abbott diabetes care (adc) device. It was reported, customer was receiving unspecified scan results perceived to be high and experienced sweating and loss of consciousness. The customer was unable to self-treat and received unspecified treatment by a non-healthcare processional (non-hcp). No further information was provided. No other treatment or medication was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Data was downloaded successfully, sensor state 6 with event logs 6 and 7 are an indication that the patch was terminated without any error. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life. Watermark was observed at the base of the sensor tail, indicating sensor was properly inserted. De-cased the returned sensor and performed visual inspection of the printed circuit board assembly (pcba), no issues were observed. Connector key was used to perform source measure unit (smu) testing, thermistor and poise voltage testing. Extended investigation was performed on returned de-cased sensor. Observed glue over the test points for the poise voltage, although the glue does not compromise the functionality of the sensor for the user, it does prevent a poise voltage test being performed. Performed a source measure unit (smu) test to check that the returned puck¿s electronics were functioning properly. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Section d4 (unique identifier (UDI)) updated based on returned product download. Section d4 (serial number) was updated from (B)(6) to (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the abbott diabetes care (adc) device. It was reported, customer was receiving unspecified scan results perceived to be high and experienced sweating and loss of consciousness. The customer was unable to self-treat and received unspecified treatment by a non-healthcare processional (non-hcp). No further information was provided. No other treatment or medication was reported. There was no report of death or permanent injury associated with this event.